Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that before surgery, it was observed that the universal battery charger device did not function as intended. According to the report, the battery devices melted when inserted into the charger bay. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error, misuse and /or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.